Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) during an anterior and posterior repair procedure on (B)(6) 2010. On (B)(6) 2011, exposed mesh was visualized. On (B)(6) 2011, the patient had "plastic pieces sticking out in her vagina." Reportedly, the patient experiences vaginal pain, dyspareunia, and has issues with urination (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.